Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of the minicap transfer set was not properly sealed. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.